Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.